Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales rep reported that during a shoulder repair that the distal tip on two of the customer's lupine (br) anchors broke upon insertion. The sales rep said when the surgeon was inserting the anchors into the guide system they both broke at the distal tip. Both anchors were removed fully from the bones holes, then the surgeon retapped the holes and used two same like anchors with different lot numbers to complete the case with no patient consequences or delay. The sales rep stated the patient was a (B)(6) male with unknown bone quaility. The sales rep had no information regarding the medications or preexisting medical conditions of the patient. The sales rep reported the surgeon was off axis and the anchor was still on the inserter when it broke. The anchor was already discarded by the customer.